Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, imaging calibration was required due to technical issues on the imaging side. The navigation system was working correctly. However, the system was tested again and imaging calibration failed, which caused inaccurate navigation. Codes fdm b01, fdr c13, fdc d07 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A13 was coded for the communication issue. A0908 was coded for the inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the navigation system could not work in connection with the other equipment. Patient presence was unknown.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, calibration of the navigation system and microscope was performed. Previously reported codes fdm b01, fdr c13, fdc d07 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.